Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer performed multiple supply changes to address the occlusion. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value was not provided. Customer performed multiple supply changes and administered a manual injection to address bg. Ultimately, customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.